Manufacturer narrative:
Concomitant medical products: 6935-58 lead; implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had migrated in the pocket. The device was revised and repositioned. The device remains in use. It was further reported that the right ventricular (rv) lead had high and unstable thresholds. The lead had dislodged and pulled back. The lead was revised and repositioned. The lead remains in use. No patient complications have been reported as a result of this event.